Manufacturer narrative:
Age at time of event: over the age of 18 years old. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 7x180x130 innova¿ stent was selected in a percutaneous transluminal angioplasty procedure to treat the moderately tortuous chronically total occluded (thrombotic) lesion located in the right superficial femoral artery. A non bsc guidewire passed through the lesion and a parachute device was placed due to the thrombotic lesion. The lesion was pre-dilated with a coyote es2mm-40mm balloon catheter. The innova¿ stent was advanced via a contralateral approach and the deployment was initiated into the parachute and deployment stopped at 3.4cm of deployment. The pull grip was then pulled and tension was applied to the stent delivery system and the innova¿ stent gradually started to deploy. The stent delivery system and the parachute were removed together and were replaced with a non bsc guidewire. Another 7x180x130 innova¿ stent was then placed on the proximal side of the initial 7x180x130 innova¿ stent. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed no damage. The guidewire was protruding from the distal end approximately 6cm from the tip. The wire was protruding from the proximal end approximately 139.5cm from the handle. The handle was opened to inspect for further internal damage. It was noticed that the proximal inner was prolapsed. The clip in the handle was not completely latched. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 7x180x130 innova¿ stent was selected in a percutaneous transluminal angioplasty procedure to treat the moderately tortuous chronically total occluded (thrombotic) lesion located in the right superficial femoral artery. A non bsc guidewire passed through the lesion and a parachute device was placed due to the thrombotic lesion. The lesion was pre-dilated with a coyote es2mm-40mm balloon catheter. The innova¿ stent was advanced via a contralateral approach and the deployment was initiated into the parachute and deployment stopped at 3.4cm of deployment. The pull grip was then pulled and tension was applied to the stent delivery system and the innova¿ stent gradually started to deploy. The stent delivery system and the parachute were removed together and were replaced with a non bsc guidewire. Another 7x180x130 innova¿ stent was then placed on the proximal side of the initial 7x180x130 innova¿ stent. No patient complications were reported and the patient¿s condition was good.